Manufacturer narrative:
D10: 300-62-01 - stemless humeral comp integrip, cage, size 1 - (B)(6). 310-60-47 - stemless humeral head extra short, 47mm (beta) - (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the left side. Subsequently, approximately 3 years post-op, the was experiencing pain, decrease in motion, and clicking. It was noted that there was polyethylene wear with or without osteolysis. A revision was scheduled, but information has not been received to indicate if it was performed. No further patient impact was reported. No additional information is available.